Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to malfunction (it is unk whether other leads were present within the patient). A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician began by using a spectranetics tightrail sub-c rotating dilator sheath to advance through the subclavian region, then switched to a spectranetics 14f glidelight laser sheath to advance further down the vasculature. While using the glidelight device within the superior vena cava (svc) region, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. A large svc perforation, almost two inches long, was discovered. The area was successfully repaired and the patient survived the procedure. This report captures the 14f glidelight device in use in the area where the svc perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's date of birth: unk. Patient's ethnicity/race :unk. Other relevant history: unk. Device lot number, expiration date: unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.